Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) given for this device. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes didn't draw sufficient blood. No report of injury or medical intervention. No report of blood exposure to mucous membrane.